Event description:
Information was received from a health care professional via a manufacturing representative (rep) regarding a patient who was receiving lioresal (concentration 200 mcg/ml, dose ¿flex:518.2 to min rate mode¿) via an implantable pump for intractable spasticity and post spinal cord injury. On this report date, the rep was told by the doctor to assist them in programming the pump to minimum rate mode because on this report date, the patient was presented to the emergency department unconscious and unresponsive. The rep did not know of any other symptoms. The doctor thought that the patients symptoms were due to the pump. The pump was last refilled on (B)(6) 2016 and they increased the flex dosing by a few mcgs. On this report date the expected residual volume was 15.4ml. The rep was emailed the itb (intrathecal baclofen) therapy/lioresal overdose and withdrawal procedures.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.